Manufacturer narrative:
Patient information, implant date and explant date are not applicable as no patient is involved. Device evaluation results are not available. When the analysis is complete, a supplemental report will be submitted.

Event description:
Per (B)(4), before clinical procedure, product deformity was noticed.